Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 539 mg/dl. The customer reported that the insulin pump had insulin flow block alarm. Troubleshooting was performed and the issue was resolved by complete set change. It was unknown whether the insulin pump was on auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.